Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
Related manufacturer reference number: 3006705815-2021-03765, 3006705815-2021-03766. It was reported that the patient experienced a fall and was experiencing pain at the ipg site when the stimulator was on. In turn, the patient underwent surgical intervention wherein the entire system was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.